Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: review of the black box data revealed evidence of short battery life with a sudden drop in voltage that resulted in low battery and replace battery warnings. There was evidence of moisture behind the display lens. On investigation, the pump powered on normally. Electrical current draws were evaluated and found to be out of specifications. Leak testing revealed moisture ingress into the pump at the site of a pump case crack. The pump was opened for further investigation and revealed moisture damage inside the pump on the transceiver/continuous glucose monitoring board and the power printed circuit board. High current draw levels were determined to be due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display. There was no indication that this issue led to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.